Event description:
It was reported that metal debris was found on the pin collet during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that metal debris was found on the pin collet during a procedure. The case was completed successfully without a clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The device has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
The reported event could not be confirmed as the device was not available for evaluation.